Manufacturer narrative:
Pump unable to prime during prime test due to faulty force system resistor. No motor error alarm noted. Motor passed motor test. Pump passed idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to prime anomaly. No unexpected off no power alarm noted. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed no power alarm and there were motor error alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.